Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, after successful needle insertion and initiation of blood flow, leakage was observed from the safety device, specifically from the push-button mechanism used for needle retraction. This occurred with one patient. No adverse impact was reported regarding the patient or user.